Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 24-jan-2023 to ensure and to ensure the customer¿s initial concern was resolved- the customer declined replacement as she tested that day and is satisfied with the results using the same meter and strips.

Event description:
Consumer initially reported complaint for error message (e-5). During the call, a blood test was performed by the that produced test result of hi using true metrix meter. Customer advised he took 40 units of insulin less than 30 minutes ago. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/28/2024 and open vial date is 01/09/2024. The customer¿s expected blood glucose test result range was not disclosed. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The meter memory was not reviewed for previous test result history.